Event description:
It was reported that while inserting a triple lumen catheter today it was reported that the doctor initially felt resistance on insertion, then when trying to advance the guidewire the guidewire was stuck in the catheter, kinked and shredded.

Manufacturer narrative:
It was reported that while inserting a triple lumen catheter today it was reported that the doctor initially felt resistance on insertion, then when trying to advance the guidewire the guidewire was stuck in the catheter, kinked and shredded. The doctor used another kit from the same lot and was successful. The sample was discarded and is not available to return for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.